Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-09. It was reported that the manufacturer's representative sent the pump back months ago and did not have any tracking information. The pump was no longer in their possession. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8709sc, (B)(4), implanted: (B)(6)2012, explanted: (B)(6)2017, product type: catheter. (B)(4) apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-31. It was reported that the first volume discrepancy of about 2 ml was observed around (B)(6)2017 (was about 1 ml prior to that) and it was noted that the discrepancy gradually increased to 9 ml. The following volume discrepancies were reported (arv= actual residual volume, erv= expected residual volume): (B)(6)2015: arv= 6.9 ml, erv=7 ml (B)(6)2015 arv= 6.9 ml, erv= 5 ml (B)(6)2016: arv= 7 ml, erv= 5 ml (B)(6)2016: arv= 6.9 ml, erv= 4 ml (B)(6)2016: arv= 6.9 ml, erv= 2 ml (B)(6)2016: arv= 10 ml, erv= 5 ml (B)(6)2016: arv= 10 ml, erv= 3.5 ml (B)(6)2017: arv= 10 ml, erv= 1 ml it was reported that the patient experienced nausea/vomiting, diarrhea, fever, and chest pain related to the volume discrepancies. It was indicated that the cause of the volume discrepancies was determined to be that the pump was over-infusion as large reservoir discrepancy of less than expected (note this is conflicting with the reported volume discrepancy values listed above). It was also noted that they were unable to aspirate the catheter and that it was broken outside of the patient¿s spine and was revised with the pump on (B)(6)2017. It was reported that the patient¿s weight on (B)(6)2017 was (B)(6). It was noted that the pump was to have been sent for analysis. Additional information was received from an hcp on (B)(6)2017. It was confirmed that the values for the actual residual volume (arv) and expected residual volume (erv) previously provided were accurate and indicated that further discussion with the hcp revealed that the values had been documented backwards. The previously listed expected volumes were the actual volumes and vice-versa. The accurate list of volumes was: (B)(6)2015: erv= 6.9 ml, arv=7 ml (B)(6)2015: erv= 6.9 ml, arv= 5 ml (B)(6)2016: erv= 7 ml, arv= 5 ml (B)(6)2016: erv= 6.9 ml, arv= 4 ml (B)(6)2016: erv= 6.9 ml, arv= 2 ml (B)(6)2016: erv= 10 ml, arv= 5 ml (B)(6)2016-: erv= 10 ml, arv= 3.5 ml (B)(6)2017: erv= 10 ml, arv= 1 ml it was indicated that the hcp had no further information to provide. Additional information was received from a manufacturer's representative on (B)(6)2017. It was reported that the manufacturer's representative became aware of the volume discrepancies, inability to aspirate, and broken catheter that resulted in device replacements when they opened the patient up on the day of the surgery and saw the broken catheter. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was currently receiving bupivacaine [5.5 mg/ml] at a dose of 1.1553 mg/day and morphine [10 mg/ml] at a dose of 2.101 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the patient¿s pump had volume discrepancies and now the patient had a new pump. It was indicated that the hcp could not provide additional information at the time of the report about the volume discrepancy event. No symptoms were reported.